Manufacturer narrative:
(B)(4). Damaged device.

Event description:
A report was received from the affiliate indicating the outer coating of two olympus laryngoscopes peeled after processing in the sterrad unit.